Event description:
Overdelivery reported. The pump was set to infuse a d5ns solution with unspecified amounts of potassium and magnesium at 80ml/h via side a, and a 50ml solution of benadryl/decadron/ativan (concentrations not specified) via side b at 0.4 ml/h with a bolus dose of 4ml available every 15 mins for nausea. The clinic nurse states one bolus dose was given at set up and it appeared to infuse fine. The pt later reported that after approx 5-6 hrs of infusion at home, she observed that "when she pressed the bolus button it did not seem to stop--it kept going." The pt did not experience any adverse effects. The pump was switched out and a new solution with increased concentrations of anti-emetic therapy was started due to pt need. No further info was available.